Event description:
It was reported that the right ventricular lead had marginal to high ventricular thresholds in a pacemaker dependent patient. Device threshold trending shows a gradual rise in ventricular threshold and no signs of impedance instability. Exit block in the ventricular tissue is the suspected root cause. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01 implantable pulse generator, (B)(6) 2009, implantable pacing lead, (B)(6) 2001. (B)(4).